Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels over 700 mg/dl. Prior to the hospitalization the customer stated he was out of town and was unable to change the infusion set when he began experiencing high blood glucose. The customer began vomiting and was also dehydrated. Troubleshooting was performed and the insulin pump was programed correctly. The insulin pump passed the prime test but the tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.